Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 1.5mm apex balloon and then the physician attempted to use a 2.50x20mm apex monorail balloon catheter but it ruptured after being inflated for five seconds at 10 atms on the second inflation. The device successfully removed and the procedure was completed with another device. No patient complications reported with the pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.